Event description:
A malfunction alarm was reported with a code malf 19, and it was noted that the pump code was not resettable. There was no adverse impact to the customer's blood glucose level. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.